Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain\ cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), abdominal distension ("bloating") and menometrorrhagia ("irregular and prolonged menstruation"). The patient was treated with surgery (may have to go hysterectomy to have her essure removed.). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, back pain, abdominal distension and menometrorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage and menometrorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain/ cramping/ pain/ lower abdominal pain (sharp and dull pain)") and genital haemorrhage ("heavy bleeding, unusual bleeding") in an adult female patient who had essure (batch no. 681140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 ((B)(6)). Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain, lower back pain (stabbing pain)") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and prolonged menstruation, unusual menstrual cycle") (seriousness criterion intervention required), dysmenorrhoea ("severe menstrual pain") and abdominal distension ("bloating"). The patient was treated with ibuprofen (motrin), ibuprofen (advil), ibuprofen, surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain lower, genital haemorrhage, menometrorrhagia, dysmenorrhoea, back pain, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menometrorrhagia and migraine to be related to essure. The reporter commented: discrepancy between description of treatment provided: hysterectomy and response to the question: have you had your essure removed? The answer provided by plaintiff was "no". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 8-jan-2018: pfs received. New reporters, patient dob, height, weight, historical conditions, concomitant disease, product indication, lot number, treatment medications, new event migraines was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain/ cramping/ pain/ lower abdominal pain (sharp and dull pain)"), genital haemorrhage ("heavy bleeding, unusual bleeding") and menometrorrhagia ("irregular and prolonged menstruation, unusual menstrual cycle") in a 34-year-old female patient who had essure (batch no. 681140, 664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1996; (B)(6) 2006), herpes infection, abortion, eye operation and c-section. Concurrent conditions included obesity, hypermenorrhea, dysuria and uterine fibroids. Family history included coronary artery disease. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("head pain"). In (B)(6) 2011, the patient experienced back pain ("back pain, lower back pain (stabbing pain)") and abdominal pain ("abdominal pain"). In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and abdominal distension ("bloating"). The patient was treated with ibuprofen (motrin), ibuprofen (advil), ibuprofen and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, menometrorrhagia, dysmenorrhoea, back pain, abdominal distension, migraine, abdominal pain and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia and migraine to be related to essure. The reporter commented: per pfs, essure (or any part of the device) was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on an unknown date: fallopian tubes occluded. (B)(6) 2014 surgical pathology report : gross description: received a uterus with attached cervix, aggregating to 310 grams. The uterine corpus was 9 x 8.5 x 8 cm. The serosa was pink-tan and was disrupted on the posterior surface. The attached cervix was 4.5 cm in length x 2.8 cm in diameter. The ectocervical mucosa was red-tan and smooth. The specimen was bivalved to reveal a patent endocervical canal that was lined by tan mucosa. The endometrium and myometrium measure up to 1.4 cm and 4 cm in thickness, respectively. Two metallic coils were identified located near the right and left cornu. (B)(6) 2010 hysterosalpingogram: the uterus had normal appearance and there was no filling defect in the endometrial cavity. Both fallopian tubes were occluded. The patient was status post essure procedure and there was no free spillage. Impression: there was no free spillage. There was a suggestion of two large calcified fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming vaginal hysterectomy, menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received. Events added from pfs- abdominal pain, head pain. Additional lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain/ cramping/ pain/ lower abdominal pain (sharp and dull pain)"), genital haemorrhage ("heavy bleeding, unusual bleeding") and menometrorrhagia ("irregular and prolonged menstruation, unusual menstrual cycle") in a 34-year-old female patient who had essure (batch no. 681140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1996; (B)(6) 2006), herpes infection, abortion, eye operation and c-section. Concurrent conditions included obesity, hypermenorrhea, dysuria and uterine fibroids. Family history included coronary artery disease. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain, lower back pain (stabbing pain)") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and abdominal distension ("bloating"). The patient was treated with ibuprofen (motrin), ibuprofen (advil), ibuprofen and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, menometrorrhagia, dysmenorrhoea, back pain, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menometrorrhagia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on an unknown date: fallopian tubes occluded (B)(6)2014 surgical pathology report : gross description: received a uterus with attached cervix, aggregating to 310 grams. The uterine corpus was 9 x 8.5 x 8 cm. The serosa was pink-tan and was disrupted on the posterior surface. The attached cervix was 4.5 cm in length x 2.8 cm in diameter. The ectocervical mucosa was red-tan and smooth. The specimen was bivalved to reveal a patent endocervical canal that was lined by tan mucosa. The endometrium and myometrium measure up to 1.4 cm and 4 cm in thickness, respectively. Two metallic coils were identified located near the right and left cornu. (B)(6) 2010 hysterosalpingogram: the uterus had normal appearance and there was no filling defect in the endometrial cavity. Both fallopian tubes were occluded. The patient was status post essure procedure and there was no free spillage. Impression: there was no free spillage. There was a suggestion of two large calcified fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming vaginal hysterectomy, menometrorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain/ cramping/ pain/ lower abdominal pain (sharp and dull pain)"), genital haemorrhage ("heavy bleeding, unusual bleeding") and menometrorrhagia ("irregular and prolonged menstruation, unusual menstrual cycle") in a 34-year-old female patient who had essure (batch no. 681140, 664666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 1996; (B)(6) 2006), herpes infection, abortion, eye operation and c-section. Concurrent conditions included obesity, hypermenorrhea, dysuria and uterine fibroids. Family history included coronary artery disease. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("head pain"). In (B)(6) 2011, the patient experienced back pain ("back pain, lower back pain (stabbing pain)"). In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and abdominal distension ("bloating"). The patient was treated with ibuprofen (motrin), ibuprofen (advil), ibuprofen and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the abdominal pain lower, genital haemorrhage, menometrorrhagia, back pain, migraine and headache had resolved. At the time of the report, the dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on an unknown date: fallopian tubes occluded (b))(6) 2014 surgical pathology report : gross description: received a uterus with attached cervix, aggregating to 310 grams. The uterine corpus was 9 x 8.5 x 8 cm. The serosa was pink-tan and was disrupted on the posterior surface. The attached cervix was 4.5 cm in length x 2.8 cm in diameter. The ectocervical mucosa was red-tan and smooth. The specimen was bivalved to reveal a patent endocervical canal that was lined by tan mucosa. The endometrium and myometrium measure up to 1.4 cm and 4 cm in thickness, respectively. Two metallic coils were identified located near the right and left cornu. (B)(6) 2010 hysterosalpingogram: the uterus had normal appearance and there was no filling defect in the endometrial cavity. Both fallopian tubes were occluded. The patient was status post essure procedure and there was no free spillage. Impression: there was no free spillage. There was a suggestion of two large calcified fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming vaginal hysterectomy, menometrorrhagia batch number: 664666 man date: 2009/09 exp date: 2012/09 . Batch number: 681140 man date: 2009/10 exp date: 2012/10 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. On (B)(6) 2018: after routine quality monitoring, outcomes were updated: plaintiff stated that one month after hysterectomy, she no longer had unusual bleeding, pain (abdomen, back, head), cramping and migraines. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain/ cramping/ pain/ lower abdominal pain (sharp and dull pain)"), genital haemorrhage ("heavy bleeding, unusual bleeding") and menometrorrhagia ("irregular and prolonged menstruation, unusual menstrual cycle") in a (B)(6) year-old female patient who had essure (batch no. 681140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1996; (B)(6) 2006), (B)(6) infection, abortion, eye operation and c-section. Concurrent conditions included obesity, hypermenorrhea, dysuria and uterine fibroids. Family history included coronary artery disease. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain, lower back pain (stabbing pain)") and migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and abdominal distension ("bloating"). The patient was treated with ibuprofen and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, menometrorrhagia, dysmenorrhoea, back pain, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menometrorrhagia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on an unknown date: fallopian tubes occluded. (B)(6) 2014. Surgical pathology report : gross description: received a uterus with attached cervix, aggregating to 310 grams. The uterine corpus was 9 x 8.5 x 8 cm. The serosa was pink-tan and was disrupted on the posterior surface. The attached cervix was 4.5 cm in length x 2.8 cm in diameter. The ectocervical mucosa was red-tan and smooth. The specimen was bivalved to reveal a patent endocervical canal that was lined by tan mucosa. The endometrium and myometrium measure up to 1.4 cm and 4 cm in thickness, respectively. Two metallic coils were identified located near the right and left cornu. (B)(6) 2010. Hysterosalpingogram: the uterus had normal appearance and there was no filling defect in the endometrial cavity. Both fallopian tubes were occluded. The patient was status post essure procedure and there was no free spillage. Impression: there was no free spillage. There was a suggestion of two large calcified fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming vaginal hysterectomy, menometrorrhagia most recent follow-up information incorporated above includes: on 5-feb-2018: medical records and pfs received. Case medically confirmed. Removal date of essure added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain/ cramping/ pain/ lower abdominal pain (sharp and dull pain)') in a 34-year-old female patient who had essure (batch no. 681140, 664666, 20183879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 1996; (B)(6) 2006), herpes infection, abortion, eye operation, c-section, multinodular goiter, urobilinogen urine positive, back pain, pelvic inflammatory disease, fungal vulvovaginitis, dyspareunia and candida infection. Previously administered products included for an unreported indication: diflucan 150mg tablet and metronidazole. Concurrent conditions included obesity, hypermenorrhea, dysuria and uterine fibroids. Family history included coronary artery disease. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("head pain"). In (B)(6) 2011, the patient experienced back pain ("back pain, lower back pain (stabbing pain)"). In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding, unusual bleeding"). On an unknown date, the patient experienced menometrorrhagia ("irregular and prolonged menstruation, unusual menstrual cycle"), dysmenorrhoea ("severe menstrual pain") and abdominal distension ("bloating"). The patient was treated with ibuprofen, and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the abdominal pain lower, genital haemorrhage, menometrorrhagia, back pain, migraine and headache had resolved. At the time of the report, the dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: fallopian tubes occluded. Ultrasound thyroid - on (B)(6) 2013: multinodular goiter. (B)(6) 2014. Surgical pathology report : gross description: received a uterus with attached cervix, aggregating to 310 grams. The uterine corpus was 9 x 8.5 x 8 cm. The serosa was pink-tan and was disrupted on the posterior surface. The attached cervix was 4.5 cm in length x 2.8 cm in diameter. The ectocervical mucosa was red-tan and smooth. The specimen was bivalved to reveal a patent endocervical canal that was lined by tan mucosa. The endometrium and myometrium measure up to 1.4 cm and 4 cm in thickness, respectively. Two metallic coils were identified located near the right and left cornu. (B)(6) 2010 hysterosalpingogram: the uterus had normal appearance and there was no filling defect in the endometrial cavity. Both fallopian tubes were occluded. The patient was status post essure procedure and there was no free spillage. Impression: there was no free spillage. There was a suggestion of two large calcified fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming vaginal hysterectomy, menometrorrhagia. Batch number: 664666 man date: 2009/09 exp date: 2012/09. Batch number: 681140 man date: 2009/10 exp date: 2012/10. Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received: lot number, patient demographic were updated. Medical history, lab data, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain/ cramping/ pain/ lower abdominal pain (sharp and dull pain)') in a 34-year-old female patient who had essure (batch no. 681140, 664666, 20183879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 1996; (B)(6) 2006), herpes infection, abortion, eye operation, c-section, multinodular goiter, urobilinogen urine positive, back pain, pelvic inflammatory disease, fungal vulvovaginitis, dyspareunia and candida infection. Previously administered products included for an unreported indication: diflucan 150mg tablet and metronidazole. Concurrent conditions included obesity, hypermenorrhea, dysuria and uterine fibroids. Family history included coronary artery disease. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("head pain"). In (B)(6) 2011, the patient experienced back pain ("back pain, lower back pain (stabbing pain)"). In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding, unusual bleeding"). On an unknown date, the patient experienced menometrorrhagia ("irregular and prolonged menstruation, unusual menstrual cycle"), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating") and abdominal pain ("abdominal pain/ cramping/ pain/ lower abdominal pain (sharp and dull pain)"). The patient was treated with ibuprofen, and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the abdominal pain lower, genital haemorrhage, menometrorrhagia, back pain, migraine and headache had resolved. At the time of the report, the dysmenorrhoea, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: fallopian tubes occluded. Ultrasound thyroid - on (B)(6) 2013: multinodular goiter. (B)(6) 2014. Surgical pathology report : gross description: received a uterus with attached cervix, aggregating to 310 grams. The uterine corpus was 9 x 8.5 x 8 cm. The serosa was pink-tan and was disrupted on the posterior surface. The attached cervix was 4.5 cm in length x 2.8 cm in diameter. The ectocervical mucosa was red-tan and smooth. The specimen was bivalved to reveal a patent endocervical canal that was lined by tan mucosa. The endometrium and myometrium measure up to 1.4 cm and 4 cm in thickness, respectively. Two metallic coils were identified located near the right and left cornu. (B)(6) 2010. Hysterosalpingogram: the uterus had normal appearance and there was no filling defect in the endometrial cavity. Both fallopian tubes were occluded. The patient was status post essure procedure and there was no free spillage. Impression: there was no free spillage. There was a suggestion of two large calcified fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming vaginal hysterectomy, menometrorrhagia lot number: 20183879 manufacturing date: 2009-06 expiration date: 2012-06. Lot number: 664666 manufacturing date: 2009-09 expiration date: 2012-09. Lot number: 681140 manufacturing date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality-safety evaluation of ptc (product technical complaint). Event abdominal pain/ cramping/ pain/ lower abdominal pain (sharp and dull pain) split and new event added: abdominal pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.